Event description:
The physician attempted a diagnostic arteriotomy closure with the closer tsl 6 fr. Device. The physician deployed the device in the standard method, but did not achieve hemostasis when sending the knot down the track. The knot pusher was introduced to further advance the knot, but the knot did not seem to advance with this mitigation. The physician pulled harder on the rail suture and the knot came completely out of the artery. There was a piece of arterial wall attached to the suture. Compression was used to obtain hemostasis, but distal pulses were lost and the pt was sent to surgery for arterial repair. The surgeon found the arterial wall torn through to the intima. The pt was discharged the following day with no further incident.